Manufacturer narrative:
Correction to h6 due to additional information received. The returned device was visually inspected for any abnormalities and the following was observed: gouges on flex tip, two bent struts at the inflow, and crimped valve exposed through sheath. Post-expanded, the following was observed: valve frame distorted/canted, bent struts at the inflow corrected, all struts exposed through skirt, normal after crimped and used, valve wrinkle and dehydrated, likely due to storage condition (prolong crimping) during the return handling process. Imagery was provided by the site and revealed the following: patient's access vessel had presence of calcification, tortuosity, and undersized minimal luminal diameter (mld), stretched vessel view showed calcification of access vessels, snake vessel view showed tortuosity of access vessels, two struts bent outward approximately 90 degrees and 45 degrees at the inflow which was observed during the procedure, and one bent strut at the inflow observed post procedure. A device history record (DHR) review of work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint were done. Review of the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. Additionally, a lot history review was performed and revealed no other complaints relating to the reported event. All inspections are conducted on 100% of the units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u thv, device preparation manual, procedural training manual, supplement subclavian (supraclavicular) and axillary (infraclavicular) approaches training manual). Based on this review, there were no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage was confirmed based on imagery provided by the facility and the returned device. No potential manufacturing non-conformance were identified. A review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, 'as the crimped valve was pushed through esheath, a valve stent strut was noted to be pulled up at 90 degrees and they could not advance thv any further.' Additionally, the patient's access vessel had presence of calcification, tortuosity, and undersized access vessel. The present of calcification, tortuosity, and undersized access vessel can create challenging pathway during delivery system advancement. It is possible that the valve strut catches within the sheath during the delivery insertion through the sheath, additional force was applied as indicated by the gouges on flex tip, and resulted in the bent strut observed. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. These patients and/or procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. A CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. Additionally, a product risk assessment has been previously initiated to assess risks associated with high push force of the commander delivery system with s3u through the esheath. The risk management worksheet documents the potential for difficulty to navigate catheter through anatomy, resulting in percutaneous intervention, which did occur during this event. As such, available information suggests that patient factors (calcification/ tortuosity/ undersized access vessel) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. In this case, a dissection in the subclavian vessel occurred and was possibly due to procedural factors (device manipulation) and/or challenging access vasculature (tortuosity, calcification or smaller diameter) of the access vessel that may have contributed to the complaint event.

Manufacturer narrative:
Investigation is still ongoing. This individual report provides data received from the thv/tvt registry.

Event description:
As reported by the field clinical specialist (fcs), during a trans-axillary tavr procedure for a 26mm sapien 3 ultra valve, the esheath was inserted with no issues. However, as the crimped valve was pushed through e-sheath, a valve stent strut was noted to be pulled up at 90 degrees and they could not advance thv any further. A decision was made to use a new system and the valve was delivered with no complications. After the esheath was removed, a dissection was noted in the subclavian vessel extending down the arm. The dissection was repaired with a self expanding stent.